Event description:
It was reported that the patient underwent an unknown spinal procedure. It was reported that "the rod was defective and it was impossible to introduce the rod into the heads of the screws, this resulted in the end of the procedure was made in open." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.